Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during initial drain. The home patient (hp) stated that they connected the wrong line to themselves. The tsr reset the alarm and advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. This complaint is for a report of a use error, where the home patient connected an incorrect line to themselves. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides a visual representation of the disposable set with labels representing the patient line, final line, supply lines, heater line, and drain line. It also provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.